Event description:
Event 1 [redacted date] lot 34888726: try to remove a polyp during a colonoscopy with a cold snare, which would not open completely. Closed the snare and reopened it and same thing repeated. Had to open up a new snare and it worked ok. Event 2 [redacted date] lot 35063303: cold snare did not open and close smoothly.